Manufacturer narrative:
(B)(6). Device manufacturer address: the device was manufactured at one of the following manufacturing locations: (B)(4). Or (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered during filling. There was no patient involvement. No additional information is available.